Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was implanted lateral from the midline which contributed to oversensing of myopotential noise. Intervention to reposition the lead was performed. No adverse patient effects were reported. The lead remains implanted and in service.